Event description:
The customer reported that the insulin pump delivered 20 units of insulin without her knowledge. The customer stated that this has been happening for the past several days. Troubleshooting was performed, and the 20 unit boluses were confirmed in the bolus history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.